Manufacturer narrative:
This report 1219930-2020-01399 was sent in error as a duplicate for MFR report number: 1219930-2020-00949, any additional information received in the future will be captured and submitted under the report number 1219930-2020-00949. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a pancreatic splenectomy, the device did not fire with the fifth reload. Another handle and reload was used to complete the case.